Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a broken screw was discovered post-operatively.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a screw implanted in the right t1 pedicle, was found to be broken approximately six months post-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. Parts were returned and evaluated along with relevant x-rays. Analysis of included x-ray images show a radiolucency around the subject screw, proximal to the point of failure. This suggests dynamic motion may have existed within the construct. The shaft of the screw was fractured approximately 13 mm distal to the head assembly. The fracture face indicates failure due to sudden brittle overload.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a broken screw was discovered approximately a year post-operatively.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw was not returned, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a broken screw was discovered post-operatively.